Manufacturer narrative:
B3: event date unknowndevice evaluation: one device was received. A visual inspection found a scratched lens, peeling dso seal, and worn uso seal. The event history log was not reviewed. During the functional testing, the customer's reported problem was duplicated. The battery the pwa board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device kept losing programming. The issue was not related to physical damage/abuse. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported. There was unknown delay of therapy and unknown incident date.